Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) alarmed loop leakage. The unit was replaced with a spare. There was no patient harm reported.

Manufacturer narrative:
Due to character restrictions in block e1 event site name :(B)(4). Due to character restrictions in block e1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was able to verify the reported malfunction. The fse replaced the safety disk. The unit passed all functional and safety tests. The iabp was returned to the customer for clinical use.

Event description:
N/a